Manufacturer narrative:
(B)(4). Displaced. The band/balloon with 50cm of catheter, the injection port with the locking connector and the tubing strain relief were returned for analysis. Upon visual inspection, biological debris was observed at original location of the tubing strain relief. Therefore migration of the tubing strain relief can be confirmed. The strain relief was floating on the catheter at 42cm from the locking connector. No mark or damage was observed on the tubing strain relief. However, no link can be established between movement of the strain relief and lack of weight loss of the patient. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented (B)(4). In addition, (B)(4) adjustable gastric band and realize adjustable gastric banding products with the pre-enhancement design was a voluntary recalled. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that post implant, a laparoscopic adjustable band, the patient was not losing weight. Further evaluation was done and no leak was found. The strain relief was found to have migrated down from the connection housing on the band tubing. On (B)(6) 2010, the port was replaced. The patient had 3-4 fills. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.